Event description:
The physician was attempted to advance an endeavor resolute rx (2.75 x 30mm) drug eluting stent to a severely calcified lesion in the lad. The device could not cross the lesion; on return to manufacturing facility it was noted that the stent was dislodged. The stent was removed from the patient using the guide wire. It has been confirmed that the device was inspected prior to use and no abnormalities were noted. No clinical sequelae were reported. Evaluation summary: the stent only was returned to medtronic for evaluation, the delivery system was not returned. It was noted that all stent segments were raised, damaged and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure - (failure to deliver and stent dislodgement). Patient's condition affected effectiveness of device (lesion morphology) - severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. (B)(4).